Manufacturer narrative:
(B)(4). UDI # unknown. The device history record for the reported lot number, 0202402384, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The original packaging was not returned with the device. The catheter was identified as a 20ga epimed spirol catheter with a stylet. A z-shaped kink was observed in the stylet, with the first kink located 5.7 inches from the distal tip of the stylet and the second kink located 5.9 inches from the distal kink of the stylet. The distal tip of the catheter appeared to missing and the internal coil was exposed. The catheter was examined under a microscope and the distal tip of the catheter appeared to be sheared. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Procedure: knee arthroscopy, possible acl repair. Cathplace: mid thigh. A report was received stating ad a nerve block catheter placement was performed by the anesthesiologist on (B)(6) 2016. This occurred in the pre-op holding area, pre- procedure. The doctor placed the catheter into the patient following standard protocol. While the doctor threaded the catheter into the sheath he felt resistance. The doctor pulled out the catheter and noticed that the wire inside of the catheter had unraveled. The doctor noticed that about 1 mm of the catheter was not there. The doctor compared the length to another catheter from a new tray. The clinicians were going to do a series of x-rays to find the piece of the catheter retained in the patient but felt that it would not be located because the fragment was so small. The patient was in stable condition. The patient was asleep during the whole process. The anesthesiologist informed the surgeon of the retained catheter and the surgeon made the decision to continue on with the planned procedure. There was no report of injury and if additional medical intervention was needed. No further information to be provided.